Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported balloon rupture was unable to be confirmed due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, separation and unexpected medical intervention appear to be related to operational context. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture. The balloon rupture likely did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during removal. Additional treatment with a snare device was performed to remove the separated portion of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a restenosis heavily calcified, heavily tortuous atrioventricular fistula that is 80% stenosed. During the first inflation of a 12x40mm armada 35 balloon dilatation catheter (bdc), a rupture occurred at 6 atmospheres. During removal, the tip did not move and was noted to be separated inside the patient anatomy. A snare was used to remove the separated tip. A new unspecified armada 35 bdc was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.